Event description:
The company was made aware that a patient underwent explant surgery due to pocket site pain.

Event description:
The company was made aware that a patient underwent explant surgery due to pocket site pain.